Event description:
During an inspection, it was reported that the device displayed all three (attention, charge pak and wrench) icons and failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer a replacement defibrillator. Physio anticipates the device return for evaluation and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction: (B)(4). The initial medwatch reads: (B)(4) 2008. The initial medwatch should read: (B)(4) 2006.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device internal hlc batteries were depleted and the device could not power on for an unknown cause. Further testing was unable to duplicate the problem and observed proper device operation through functional and performance testing. A conclusive cause for the reported event could not be determined. A replacement device was provided to the customer for use.